Event description:
It was reported that the patient had an initial artificial urinary sphincter implanted on (B)(6) 2019. Patient complained of continued incontinence and a 2nd cuff was added on (B)(6) 2020. The patient still complains of some leakage, sometimes significant during his as he was still soaking 0-1 pads per day. The physician indicated that the cuff was not coapting forcefully enough.